Event description:
The customer's mother reported that the customer received a button error alarm while giving herself a bolus. The customer's blood glucose was 183 mg/dl at the time the issue was reported. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with a button error alarm due to moisture damage on keypad traces. Insulin pump received with cracked battery tube threads, reservoir tube lip and minor scratches on display window.